Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had button less responsive. The customer blood glucose level was unknown. Customer states that insulin pump received no delivery alarm when changing the sets. Customer states that insulin pump smell like it was leak. Customer states the insulin pump was lost setting when changing her batteries and it was use screw driver to tighten and loosen battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm due to buttons not responding. Pump received with stripped battery cap coin slot. The p-cap locks into the reservoir compartment properly noted. No moisture damage on the lcd board, mother board, interface board, motor, vibrator motor and battery tube assembly during visual inspection.